Manufacturer narrative:
Investigation is underway. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-01500.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), at the implant of a 29 mm sapien 3 valve in aortic position by transaortic approach, the valve embolized in the ascending aorta so, it was moved and left into the aorta with an occlusion balloon and, another 29 mm sapien 3 valve was implanted. No preprocedural bav performed. There was no consequence for the patient. As per the doctor¿s opinion, the valve embolized due to very important annulus calcification. Per imaging review it was identified that the valve was not centered on the delivery system balloon.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessments. Procedural imagery was reviewed. The imagery provided showed the first valve was not centered (too proximal) on the balloon. Only the inflation occurred on the distal part of the balloon, no inflation possible where the valve had no contact with the balloon. The valve embolized, moving freely in ascending aorta. The second valve was also not centered (too distal) on the balloon. The second valve in place pushed against the first valve leading to dislocation. Final result with the first valve fixation in the ascending aorta and the second valve in the proper place. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints.  Complaint data for the previous 12 months (june 2018 to may 2019) was reviewed and revealed that the complaint rate for the applicable trend category did not exceed its control limit. Per IFU, device preparation and training manuals, during prep: crimp the thv between the two internal shoulders of the delivery system until it reaches the qualcrimp stop, remove the qualcrimp crimping accessory from the thv/balloon assembly and qualcrimp stop from the crimp stopper, leaving the final stop in place, note: ensure that the thv remains centered and coaxial within the two internal shoulders.  For thv deployment:  verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device,  initiate rapid ventricular pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure < 10 mmhg,   confirm placement of center marker within optimal initial center marker zone,   begin initial deployment with a controlled slow inflation.  Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Since no manufacturing/product non-conformances or labelling IFU/training deficiencies were confirmed, an fmea assessment is not required. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, available information suggests that calcification may have interacted with the valve and moved it from its proper position (too proximal) during device insertion. During deployment, due to the valve not being centered on the balloon, the balloon was deployed unevenly (only distal portion of balloon was inflated) and pushed the valve toward aortic direction, leading to valve embolization. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-01500.